Manufacturer narrative:
The harmonic curved shears insert accessory was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s myomectomy procedure, the tip of the harmonic curved shears insert which was installed on the harmonic curved shears instrument, fell into the pt. The procedure was successfully completed. The site did not report any pt injury as a result from this event. No additional information has been provided despite attempts to gather additional information.